Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: a foreign matter was found on/in the needle/syringe after drawing up the medication from the vial. Please note that according to bpl the medication is drawn up through a filter needle prior to injection. Therefore, it can be excluded that the foreign matter originated from the vial.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Upon visual evaluation, foreign matter on the hub of the needle is displayed, no foreign matter on the syringe is observed. A device history review was performed for reported lot 2112056, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: a foreign matter was found on/in the needle/syringe after drawing up the medication from the vial. Please note that according to bpl the medication is drawn up through a filter needle prior to injection. Therefore, it can be excluded that the foreign matter originated from the vial.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.